Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called in to report that she had high blood glucose of 554 mg/dl and the insulin pump is alarming sensor error and she was reading sensor error on the insulin pump screen. Customer stated that she had run out of insulin and that is way she was experiencing the high blood glucose. Customer also stated that the sensor gave her an allergic reaction. Advised that the sensor will need to be replaced, to discontinue use of it and returned it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.